Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this implantable pacemaker experienced high heart rate. Patient advocate stated patients permanent pacemaker (ppm) is not functioning properly. Also, patient has pneumonia. Boston scientific technical services (ts) referred patient to physician. Ts explained that if top chamber is going fast, the bottom will come along for the ride. To date, the device remains in service. No adverse patient effects were reported.